Manufacturer narrative:
H3, h6: the real intelligence cori, part number rob10024, serial number (b)(6., used for treatment was not returned for evaluation, therefore a device analysis was unable to be performed. Screenshots and system log files provided were reviewed with the software support and clinical support team. The reported problem was not confirmed. The software team completed tests and did not receive the same information as reported, nor the log files show the reported event. The cause for this problem could not be identified however, factors contributing to this problem might be associated with the soft tissue affecting the valgus value or an user error when collecting and calculating the value. A complaint history review was performed and similar complaints were identified. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. A historical review concluded that no prior escalation actions are applicable to the scope of the reported complaint. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on the investigation, no containment or corrective action is recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities. Additional information: d8 corrected data: e1 (B)(6) is the doctor's last name)

Event description:
It was reported that during a tka cori-assisted surgery, the surgeon validated all of the cuts, and they were in accordance with the plan. However, at the end of the case, while trialing the implants, the real intelligence cori system was reading 2 degrees of valgus, even though the alignment was not actually in valgus. The pre-operative deformity was 2 degrees of varus, yet the cori system indicated 2 degrees of valgus, despite the leg appearing to be in natural alignment and feeling clinically perfect. The procedure had been performed, without any delay, using the same device. No injury was reported as a consequence of this issue.

Manufacturer narrative:
Internal complaint reference (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.